Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of an 8 cm abdominal aortic aneurysm and a 4 cm common iliac artery aneurysm approx one month ago. The aortic neck was 3 cm in length with moderate angulation and the left iliac artery was severely tortuous. It was reported that the physician was unable to cannulate the contralateral gate due to the large diameter of the abdominal aneurysm. A talent converter, an iliac limb and another MFR's occluder plug were implanted and there was a good seal. A femoral - femoral bypass procedure was done. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results & conclusion: (large aneurysm, moderately angulated aortic neck and severely tortuous iliac artery).